Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port would not hold air, the port was leaking. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerge in water; no leakage were observed. The co2 insufflation port was tested; air would not flow through. Additional evaluation needed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).